Event description:
Complainant alleged that during a routine shift check by a clinician the device inappropriately displayed a "check electrodes" message. There was no patient involvement in the reported malfunction.